Event description:
Reported: "I ensured the clip appeared normal via visual inspection, then I inserted the clip down the biopsy channel of the endoscope. I opened the clip and then closed it on the patient's mucosa in the colon when asked to by the physician. I was told to deploy the clip and pulled the handle back until the clip made an audible deployment noise. When I pulled the device back out of the endoscope, I noticed the clip portion did not deploy and was still attached to the device".